Event description:
It was reported the brakes were not functioning to specification.

Manufacturer narrative:
It was reported the brake roller and adjuster were replaced to repair the brake malfunction.